Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge with 250-300 units of insulin. Customer's blood glucose (bg) level was 220 mg/dl. A correction bolus was delivered to address bg level. Customer reloaded the cartridge and received an accurate fill estimate.